Event description:
As per customer feedback, during blood sample withdrawal with this vamp system, sometimes there was a little blood left at the bottom of the device. There was no allegation of patient injury reported. The device was not available for evaluation. Patients demographics were unable to be obtained.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Occurrence date is unknown. Hospital information is confidential since the event comes from a anonymous survey an it is not possible to obtain further information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.